Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge, despite having sufficient usable insulin in cartridge and wearing pump in case that was difficult to remove. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area on pump as instructed, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin delivery.